Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. It was also reported that a cartridge alarm occurred during the load sequence. Lastly, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 320 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.